Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01000. It was reported the patient is experiencing ineffective stimulation. Reprogramming was unable to provide effective therapy. X-rays were taken and indicated the lead had moved slightly. Surgical intervention may take place at a later date.